Event description:
It was reported that during a diagnostic ebus linear (endobronchial ultrasound-transbronchial needle aspiration) procedure using the bronchofibervideoscope, the balloon component could not be located following clinical use. When the scope was withdrawn from the patient, the balloon was not attached to the device. The respiratory physician and anesthetist were immediately notified of the missing balloon and made a clinical decision not to return the patient to the operating theater. Instead, they elected to check in recovery if the balloon was in the airway device (lma) laryngeal mask airway to determine if the balloon had been retained there. The intended procedure was completed with the same device. Upon completion of the procedure, the device was no longer used on the patient. The customer has stated to not contact the doctor or the facility, as no further information can be provided.

Manufacturer narrative:
The device was not returned to olympus for inspection, so the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.